Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention at which the ipg was explanted and replaced. Effective therapy resumed post-operative and the issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is unable to establish communication between her ipg and external devices. The patient stated she was last able to effectively recharge the device approximately 2 weeks ago. However, the patient stated she felt stimulation from the system on (B)(6) 2016. It was also noted the patient's ipg felt tilted. The patient met with the sjm representative and a communication error was observed on the programmer. A replacement charger was sent to the patient which did not resolve the issue. Follow-up information revealed the patient's ipg is inoperable. As such, the patient may undergo surgical intervention as the next course of action.